Event description:
The device did not work. A new one was opened and it worked fine.====================== health professional's impression======================there was no adverse advent. The instrument had no power going through it. We simply replaced the instrument with another one and it worked fine.